Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending (lad) artery. A 2.25 x 28 mm synergy was first deployed in the left circumflex (lcx), followed by deployment of a 3.00 x 48 mm synergy in the lad at 11 atm. After post dilation of the stent with a 3.50 x 12 mm non-compliant balloon, a flow-limiting, proximal edge dissection was noted in the lad. The dissection was covered with a 3.50 x 12 mm synergy and the procedure was completed successfully. The patient fully recovered and was stable post procedure.

Manufacturer narrative:
Initial reporter address e1: (B)(6).